Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
As reported, it was a case of a 23mm sapien 3 valve in aortic position inside a non-edwards pre-existing valve by transfemoral approach. Before the commander delivery system was inserted, it took more than 1 hour to cross and position the wire in the left ventricle due to valve stenosis. With the commander delivery system, it was not easy to position the valve. The sapien 3 valve was implanted with good results. After a couple of days, the patient was not feeling well, and a CT was performed. After the CT procedure, it was noted that the patient has a pseudoaneurysm of the left ventricle. Due to the patient's age and comorbidities, the treatment has not been decided. The patient is going to be discharged and will be evaluated next week to let the left ventricle muscle recover. As per medical opinion, it is due to a combination of prolonged maneuvers with wire, catheters and delivery system attempting to cross the pre-existing valve correctly cause or contributed to the event.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: component codes, investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as neither the complaint device nor applicable imagery were returned. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Per the instructions for use (IFU), a pseudoaneurysm is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. As per complaint description, ''it was a case of a 23mm sapien 3 valve, in aortic position inside a non-edwards pre-existing valve by transfemoral approach. Due to the valve stenosis it took more than 1 hour to cross and position the wire in left ventricle, before the commander delivery system was inserted. With the commander delivery system it was not easy to position the valve.'' Per additionally received information, it was not easy to position the valve due to patient tortuosity and stenosed pre-existing valve. In this case patient has tortuous anatomy, which suggests the possibility of non-horizontal aortic arch. Per patient screening manual, acute aortic arch angles and unfolded aortas can make it more difficult to navigate the valve catheter and achieve proper valve positioning. Additionally, per the training manual, ''heavy calcification'' is one of the potential factors that can make it difficult to cross/position the thv. In this case, the presence of stenosed pre-existing aortic prosthesis likely contributed to the reported crossing and positioning difficulty (e.g. Decreased diameter of implant site can limit ds manipulation). As such, available information suggests that patient factors (pre-existing prosthesis/calcification, tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.